Event description:
It was reported that after an initial bunion surgery, hardware was removed during a revision surgery on (B)(6) 2025 due to pain while running. No deficiencies or malfunctions were alleged/found with any tmc device prior to removal and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, hardware was removed during a revision surgery on (B)(6) 2025 due to pain while running. Additional information indicates that the patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device prior to removal and no other patient outcomes were reported as a result of this event. The device was not returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported pain, the most likely cause cannot be determined. No deficiencies or malfunctions have been alleged/found with any tmc device prior to removal. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00129 and 3011623994-2025-00130.